Manufacturer narrative:
A philips remote service engineer (rse) spoke with onsite personal to evaluate the device in question. The rse attempted to troubleshoot the system to see if the speaker issue could be confirmed. The rse provided the customer a replacement remote speaker kit for the system. The rse confirmed the replacement speaker resolved the customer's issue.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Unable to obtain serial number which results in the inability to get the UDI. Reporter phone: (B)(6). Reporting institution phone: 3234 3234.

Event description:
Philips received a complaint on the patient information center ix indicating the system speaker had no sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.